Event description:
It was reported, the customer had a no delivery alarm on their insulin pump. Customer also reported they have not observed insulin exiting from the tubing for the last two days. The customer also stated they had attempted a six unit bolus into their hands and insulin did not exit. Customer also reported numbers were increasing on their insulin pump, but insulin did not exit. It was also found insulin exited from the tubing when the customer used a pencil to push their reservoir. Customer's insulin pump will be replaced. The customer's blood glucose was over 300 mg/dl. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.